Event description:
Information received indicates the valve was removed after two years service life due to structural dysfunction. The product was replaced with no additional patient complication reported.